Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the indicator window on a 7f exoseal vascular closure device (vcd) turned to black-black, the plug deployment button could not be pressed and the closure failed. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.